Event description:
It was reported that during insertion of cvp, using ultrasound, the spring wire guide (swg) was introduced rij. Significant difficulty was met threading the swg through the dilator. Cardiac surgery was called to remove both the dilator and the swg showed signs of shearing/separation. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.